Event description:
White cap on i.v. Stat 2 short extension set found disconnected with pt's blood spouting from open hub. Pt rec'd transfusion of 2 units of packed red blood cells following incident.